Event description:
Dealer called to report that end user states leg is bent on 9650-4. End user weights (B)(6). Not sure if this is user abuse or not. For safety concerns, replacing under warranty. Dealer will call back with lot number to ensure this is within the warranty period.